Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient was seen in the cardiothoracic surgery clinic for incision and drainage follow up. The patient's wound continued to have purulent drainage but no other symptoms of infection were noted. The patient was to continue suppressive doxycycline. The sternum was stable. The patient was instructed to pack the wound twice a day with nu-gauze and return to the office in 6 weeks. On (B)(6) 2022 there were no signs of active infection and the sternal wound was packed. Rtf was elevated to 84 and there was no signs of volume overload. Vad interrogation showed normal function and losartan was increased from 12.5 mg daily to 25 mg daily. The patient was planned to follow up in a month.

Manufacturer narrative:
Section b5: the previous incision and drainage is reported under manufacturer report number 2916596-2022-11403. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's previous incision and drainage was performed on (B)(6) 2022.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information stated that doxycycline was stopped on (B)(6) 2023 and restarted on (B)(6) 2023 with 11 refills.